Event description:
Customer stated that the unit displays battery is low and shuts off even with a known good battery. Customer tried two batteries. No adverse event reported.

Manufacturer narrative:
The complaint of unit states battery is low and generates user advisory (ua) 13 (battery fault detected) were not verified. Autopulse resuscitation system ran for more than 25 minutes without any problems. Archive file revealed multiple ua13's with battery serial #(B)(4), which based on the archive file, was not properly maintained (it only showed a few test cycles). Furthermore, archive file indicated that batteries with low voltage were used in the system. Battery maintenance program literature indicates that the useful life of each battery is 2 to 4 years and that battery life is influenced by frequency of use and routine maintenance. Battery serial # (B)(4) has an estimated manufacturing date of april-may of 2009, and was almost 2.5 years old at the time this incident was reported. Based on the battery's calendar age it may have aged past the end of its useful. Reported ua13 message was most likely generated due to the use of old, or not properly maintained (monthly test cycles and/or daily system check/swaps) batteries. No batteries were returned for eval. No adverse event reported.